Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were kept by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. D6b: explant date: 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: 275862/276158.